Manufacturer narrative:
Product was returned for evaluation. Returns expanded evaluation report states: a secondary failure was observed, that the left front caster intermittently three wheeled. Non-invacare hardware was included in the left rear wheel attachment, but this did not seem to be the cause of the alleged malfunction. The cause of the misalignment could not be determined, and may have been a very minor bend or frame issue that could not be precisely identified.

Event description:
The original issue description was stated: per the dealer, the chair pulls to the left. Product was returned for evaluation. Returns expanded evaluation report states: a secondary failure was observed, that the left front caster intermittently three wheeled. Non-invacare hardware was included in the left rear wheel attachment, but this did not seem to be the cause of the alleged malfunction. The cause of the misalignment could not be determined, and may have been a very minor bend or frame issue that could not be precisely identified.